Manufacturer narrative:
Failure event observed during analysis. Final analysis found a patient notifier anomaly consistent with a motor anomaly.

Event description:
This report is to advise of an event observed during analysis.